Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified rupture and red particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., b.6., d.7., h.6.

Event description:
Healthcare professional additionally reported "hole in radius(edge)." Healthcare professional reported "a cyst is identified within the right hepatic lobe, measuring 1.6 cm"; this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported ¿right side capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Device remains implanted.